Event description:
I assisted with connecting golvo sling on the right side and 2nd nurse connected on left side. I moved around to the left side to help move patient to the bed, the 2nd nurse was operating controls. Patient was at bed height as we were moving lift towards bed at this time. Left upper shoulder sling loop came off hook while patient was suspended in air.